Event description:
It was reported that a patient underwent a gynecological procedure in 2010 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat third stage cystocele and mixed urinary incontinence. It was reported that the patient had the concurrent procedures of cystoscopy, monarch transobturator vaginal tape, perigee mesh reinforced cystocele repair, mesh reinforced rectocele repair, performed during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.